Event description:
Reporter indicated a vns hp laptop computer would not power up and the green power light would not illuminate despite being fully charged. The laptop computer is currently in product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.